Event description:
The caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level as the battery charging issue did not lead to a pump shutdown or an inability to turn the pump back on. The customer had initially encountered a power source alert and was not using a tandem charging cable. After leaving the wall adapter plugged into a working outlet for at least 30 minutes, the pump began charging using the original charging supplies, resolving the issue with no further assistance required.